Manufacturer narrative:
Should additional information become available this investigation will be updated. At this time on further information was provided.

Event description:
It was reported that out of range pace impedance measurements were noted when it comes to this right ventricular (rv) lead with the safety switch being triggered in (B)(6) 2019. A lead fracture was alleged after a recent follow up showed out of range pace impedance measurements. The patient was pacemaker dependent thus a hospitalization and replacement will be scheduled. No adverse patient effects were reported.